Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A visual inspection of the photo attached to the complaint confirms the shaft of the thumbwheel fractured at the location in which it is threaded into a u-joint. The r3 offset shell impactor became non-functional due to the fracture. One portion of the shaft was constrained within the u-joint, while the other portion had rotational freedom. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through this constrained area, fracture may occur in this due to a static or fatigue failure mechanism. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that, during thr surgery the r3 offset impactor broke during use and pieces were retrieved with a hemostat. The procedure was completed with a change in surgical technique. There was a delay less than or equal to 30mins. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Case reference: case (B)(4).

Event description:
It was reported that, during thr surgery the r3 offset impactor broke during use. The procedure was completed with a change in surgical technique. There was a delay less than or equal to 30mins. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.